Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for three samples from the same patient tested with elecsys anti-sars-cov-2 assay on a cobas 8000 e 602 module. The results from the elecsys assay did not compare to values measured with neuroimmune anti-cov iga and igg tests. The reporter believes the results from the neuroimmune tests to be correct. No units of measure were provided for the neuroimmune assays. The values from the e 602 analyzer were reported outside of the laboratory to the doctor in charge. On (B)(6) 2020, a sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 0.096 (non-reactive). The same sample was tested using the neuroimmune anti-cov-iga test, resulting with a value of 14.8 (positive). The same sample was tested using the neuroimmune anti-cov-igg test, resulting with a value of 2.8 (positive). On (B)(6) 2020, a sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 0.089 (non-reactive). The same sample was tested using the neuroimmune anti-cov-iga test, resulting with a value of 14.6 (positive). The same sample was tested using the neuroimmune anti-cov-igg test, resulting with a value of 3.1 (positive). On (B)(6) 2020, a sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 0.088 (non-reactive). The same sample was tested using the neuroimmune anti-cov-iga test, resulting with a value of 14.7 (positive). The same sample was tested using the neuroimmune anti-cov-igg test, resulting with a value of 2.9 (positive). The neuroimmune anti-cov-iga test has not been granted emergency use authorization by the FDA. The e 602 analyzer serial number is (B)(4).

Manufacturer narrative:
The patient was under treatment with tacrolimus and the level of tacrolimus on(B)(6) 2020 was 4.2 ng/ml. The patient samples were provided for investigation and the results obtained by the customer could be duplicated. All samples showed non-reactive results with the elecsys anti-sars-cov-2 assay. Additionally, the samples had been tested and found reactive in both an independent roche in-house assay as well as in a rapid assay. The samples seem slightly elevated in coi (>77% of all non-reactive measurements show <0,100 coi). Due to immune suppressive treatment, the antibody response may be insufficient for a positive result on elecsys. The reagent performs within specification. Medwatch field d11 has been updated.